Manufacturer narrative:
(B)(4).

Event description:
A follow-up letter from the patient indicated that the cause of the shocking and vibration was determined to be excessive coughing.

Event description:
The patient reported that they were being shocked by the implantable neurostimulator 10-15 minutes prior to the report. It was indicated that they patient had a crazy coughing fit, and afterwards noticed a shocking sensation, then a vibrating sensation. It was back to shocking them at the time of the report. The patient had turned the stimulation down, but the shocking wasn't completely gone. During the report, the patient reduced the stimulation from 3.3v to 2.6v and the uncomfortable stimulation and shocking was resolved. It was mentioned that the patient usually felt stimulation, and had not made any changes to their settings. The patient had never experienced this before, and it came on all of a sudden. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.